Manufacturer narrative:
Device evaluated by manufacturer:examination of the return complaint device found that the distal tip was damaged. The visual and tactile inspection found that the spring tip was elongated and the core wire was fractured at approx. 328.5cm from the proximal end. All outer diameter measurements were within specification. The fractured portion was sent to mtac lab, there analysis found the failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011.it was reported that during a rotational atherectomy treatment procedure, the burr would not rotate on the guide wire. Vascular access was obtained via the radial artery. The de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. There was a significant bend of 45 to 90 degrees involved in the lesion. This 330cm rotawire guide wire was advanced to the lesion against resistance. Once the burr was advanced to the lesion the physician could not rotate the burr. The devices were removed from the patient. The procedure was completed with the same burr and another of the same guide wires. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed distal tip damage and a core wire fracture.